Event description:
The hospital reported an issue occurred with the mps mini-prime delivery set during a procedure. The report stated the perfusionist observed drops of blood (approximate 1-2cc total volume) about halfway through the procedure from underneath the mps console. It was reported that the perfusionist was not able to determine the source of the leak on the delivery set, so he changed out the delivery set and continued the procedure. The report stated the patient received a full unit of blood, but the procedure was already very close to the transfusion trigger point prior to the alleged event. Follow up on the report found that the patient was an adult (this hospital only treats adults) and there were no resultant complications from the alleged event reported. After several requests to have the device returned were made, it was reported as discarded by the hospital and not returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).the device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. There were no devices of this lot remaining in inventory for analysis. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.